Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-20529. It was reported the patient has experience pocket heating while charging since implant. A replacement charger was sent. Follow-up identified the patient received the new charger. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.